Manufacturer narrative:
Additional information received. 1. Detailed description of the problem and where the leak was: "the proximal clamping three way tap was leaking when turned off from free flow. We trailed the clamp to see if it was just clamping off to the patient or clamping off to the drain bag and the tap leaked when pointed in both directions." 2. Does the problem mean that there any overdraining or underdraining of csf? "Possibly over draining as there was leaking occurring that could not be measured." 3. How long after set up was the problem found? "This drain was inserted originally in another facility and came with the patient upon transfer / stepdown to this facility." 4. What was the patient outcome after another eds system connected? "No further issues with leaking once the system was changed." 5. Was there any adverse impact to the patient? "Patient did develop meningitis and required a PICC line being inserted to have ivabs administered for an extended period of time. Unsure if this was directly related to the drain leak?" 6. What is the product lot# (if known). "Unknown / drain came with patient from the other facility." H3 other text : 02.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the drainage was leaking at proximal port when system is closed off to the patient 2-3 days after evd drain insertion. The drain was removed and replaced with a new eds3.

Manufacturer narrative:
Updated fields - d10, g4, g7, h2, h3, h6, h10. Unique device identification (UDI) : (B)(4). The drainage system was returned for evaluation: failure analysis - eds was visually inspected, the patient line connector was broken, stress marks were noted in the in the connector this is probably due to atypical force when connecting devices to the patient line connector. Images were taken of the of the broken patient line connector. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. The root cause of the problem reported by the customer is probably due to users error by using atypical force when attaching devices to the connector, as noted in the IFU ¿finger tighten only when attaching devices¿.

Event description:
N/a.